Event description:
A pt's friend reported obtaining inaccurate erratic results when tesing pt with an enhanced basic that they share. The pt's blood glucose results were 1.8 mmol/l, 23.8 mmol/l and 25.9 mmol. Tests were done between 5 and 10 minutes apart with a difference of 83%. The friend was advised by a nurse's hotline to bring pt to the ER after he performed the result of 25.9 while speaking with her. He believes pt was treated with insulin (IV) however he could not be certain. After 3 hours when pt's blood glucose stabilized to 13 mmol, pt was discharged. This was the only result known by the friend. Since both individual's use this meter, the results in the memory are both of theirs. The friend apparently called because he thought the 1.8 was falsely low.